Event description:
It was reported that a clearlink system continu-flo solution set leaked. This was observed during a scheduled ifosfamide infusion, when hanging the chemotherapy on the intravenous (IV) pole. A small hole was discovered in the IV tubing. Less than 10ml leaked onto the nurse's gloves and floor; chemotherapy was cleaned up per protocol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Initial reporter address: (B)(6). Materials management. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.